Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the cartridge was leaking. Patient stated the leaking began a long time ago. No adverse event reported. Patient has a backup pump. No adverse event reported. Cartridge was discarded. Requested return of the alleged pump, adapter, battery and battery cover; no cartridge to be returned.